Manufacturer narrative:
Device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 19-april-2024, it was reported by the patient that two infusion set ports fell off while the patient was sleeping. No further information was available.